Event description:
It was reported that the patient presented to the emergency room experiencing blackouts and dizziness. The patient's heart rate was 30 beats per minute. The ventricular lead exhibited no capture, high impedance and noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.